Event description:
It was reported that the occlusion balloon could not be seen through fluoroscopy and as a result the physician continued dilating the balloon resulting in rupture of the vessel. It was reported that medical treatment (unknown type) was administered in response to the event. No additional information is available.

Manufacturer narrative:
Additional information indicated that the physician may have inadvertently retracted the guidewire into the balloon catheter past the distal tip. Subject device was disposed.

Manufacturer narrative:
The subject device is not available for analysis; therefore, a visual inspection as well as a functional evaluation could not be performed. Information available indicated that it was probable that the physician may have inadvertently retracted/withdraw the guidewire into the balloon catheter past the distal tip. It is possible that blood may have entered the balloon contributing to the visualization issue. However, since the balloon was not returned for analysis, this could not be verified. However, vessel dissection is a known risk associated with these types of procedure and is noted in the dfu as such. Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported that the occlusion balloon could not be seen through fluoroscopy and as a result the physician continued dilating the balloon resulting in rupture of the vessel. It was reported that medical treatment (unknown type) was administered in response to the event. No additional information is available.